Manufacturer narrative:
Additional information provided. The treatment was aborted after the warning message appeared. The message indicates that the user released the laser pedal and pressed the right footswitch to turn off the vacuum. The user restarted the treatment and performed the treatment successfully without any problem no technical root cause is detectable. The system was working within specification. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported suction was lost during flap creation. There was no patient movement. The procedure was completed and there was no patient harm.